Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date around 12 years ago. Subsequently, the patient is being considered for a revision procedure due to dislocation. No revision procedure has been reported.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch